Manufacturer narrative:
Lot number - 18c026 and an unknown lot number. A photograph of one sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported underinfusion condition could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three (3) large volume infusors underinfused during infusion. Each event involved a patient with no patient consequences. No additional information is available.